Event description:
It was reported that the patient experienced hypoglycemia with a measured glucose of 60 mg/dl while using the ilet, with the cause unclear, and treated the event with oral carbohydrates per standard guidance. Investigation of this case revealed no device malfunction identified and patient concern regarding insulin delivery amounts and meal announcements, with nighttime lows reported despite user-selected higher overnight targets. No clinical symptoms associated with low blood glucose. Outcomes included the need for self-treatment with oral glucose and interruption of normal activities. It was concluded that the event was related to user experience and therapy management, with no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.